Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the air bubbles were present around black seal of reservoir. The customer's blood glucose level was 304 mg/dl and treated it with insulin pump. It also reported that reservoir air bubbles were bigger than champagne bubbles. The customer declined troubleshooting for high blood glucose. The customer will not return reservoir for analysis.